Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the open reduction internal fixation surgery for neck fracture of femur. After the fns was inserted, the surgeon tried to apply inter-fragmentary compression intraoperatively, but the compression could not be applied because the silver cylinder of the insert came off and the black ring also loosened. Therefore, the surgeon gave up the compression and tried to remove the device by completely loosening the black ring, but the device did not come off the implant. When the black ring was kept turned, it came off, and all instruments were disassembled and could be removed from the implant. When the sales rep later checked the device, it was found that the device, which should not have been disassembled, had been disassembled. The surgery was completed successfully with a thirty (30) minute delay. No further information is available. This report is for one (1) multifunction rod for insertion instruments this is report 2 of 3 for (B)(4).